Event description:
It was reported that during a coronary stenting treatment procedure, balloon deflation and withdrawal difficulties occurred. A 3.50x20mm liberte bare metal stent was implanted in an unspecified location. The physician reported that the stent balloon was slow to deflate. The physician was able to withdraw the balloon without complication to the pt, but commented that "strong resistance was met during withdrawal" due to the slow balloon deflation. The stent was fully deployed and well apposed and was fully inflated without waist. The physician dialed up and dialed down and pulled hard in response to the deflation difficulties. The stent remained implanted and the pt condition is listed as good. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.